Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level failure alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly. No pump error alarms noted during testing.

Event description:
Customer reported via phone call that their insulin pump had multiple pump error alarm. The customer¿s blood glucose was 112 mg/dl. The customer was assisted with troubleshooting. Customer was able to clear the alarm, was able to complete pump rewind. The device will be returned for analysis.